Event description:
It was reported that a patient presented with high capture thresholds noted on the ventricular lead. The left ventricular lead was noted to have dislodged, resulting in loss of capture. Both leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.